Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the smart reader was not updating it showed the gear on the screen but no progress bar showed up. The patient was able to see the gear meaning the reader was updating but waited more than 10 minutes and the green progress bar never appeared. Ticket was submitted. Resolution of the ticket was to uninstall and re-install the application. The patient did that but was not available to send the transmission. Would call patient back in an hour to try to send the report. It was noted there was no telemetry from the implantable pulse generator (ipg). The smart reader and ipg remains in use. No patient complications have been reported as a result of this event.